Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Event description:
It was reported that the pump battery was noted to be depleting quickly, going from 95% battery life to 30% battery life in a 10 hour period. In addition, the pump battery gauge had displayed a 100% charge since the previous day. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received for eval. Should additional info be received a supplemental form will be completed.